Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and via a manufacturing representative and the patient implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient had an infection at the surgical wound site. The patient had an edema and granuloma adjacent to the ins implant approximately 5 mm away. The patient reported pain in the area of the ins. The event resulted in an urgent care visit. The patient was administered antibiotics and had an urgent revision in which a surgical lavage was performed with drainage and debridement. There was a high risk of central nervous system infection due to a lesion in the surgical subcutaneous pocket. The etiology was listed as not related to the implant procedure, and possibly related to the device/therapy.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_adaptor_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the ins, extension, and adapter were explanted on (B)(6) 2018.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID neu_unknown_ext, serial# unknown, explanted: (B)(6) 2018, product type: extension; product ID: 64002, lot# 0211321700, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.